Event description:
The reporter called and alleged a discrepant result when compared to the lab on two dates. The reported device result was >8.0 inr in 2006 and 7.2 inr seven days later. The corresponding lab results reported were 4.6 and 5.3 inr. No treatment was given to the pt. The reporter declined product replacement.